Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a high impedance on electrode 7. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and from a manufacturer representative. It was reported that no troubleshooting was done and that contact 7 would not be used while programming the device; the lead would remain implanted as the impedance measurement was not causing a programming problem. The cause of the impedance being out of range and high for electrode 7 was not determined. No further complications were reported/anticipated.